Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, multiple supply changes were performed while trying to address the issue and ultimately insulin delivery was resumed with new supplies. There was no adverse impact to the customer¿s blood glucose level.